Event description:
The customer reported that during a extremety case, the system would not fluoro after remaining idle for a long period of time. The tech had to reboot system and then was able to use system as intended. This defect caused delays in case without any pt injuries or deaths.